Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 306 mg/dl. The customer stated that there is intermittent and no response of several buttons. The customer stated the battery is change, and cleaning battery cap but anomaly persists. The customer insulin pump will be returned for analysis and is replaced by tnt.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had an unresponsive escape button due to moisture damage to the keypad traces. The displacement test could not be performed due to the unresponsive button. The insulin pump had a cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window, cracked case at the display window corner and a stained end cap sticker.